Manufacturer narrative:
Product analysis: there were kinks evident 3.1cm and 12.4 cm distal to the guidewire entry port. There was a longitudinal tear on the balloon working length. (B)(4).

Event description:
The physician was attempting to use a sprinter legend (rx) device for pre-dilation of a lesion in the cx exhibiting 85% stenosis, a little calcification and moderate vessel tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered while advancing the device. It was reported that the device failed to cross the target lesion. The physician continued the procedure using a nc euphora for pre-dilation. Another stent of similar specification passed and treated the lesion successfully. The device was returned to the manufacturing facility and, through analysis of the returned device, the balloon was observed to have burst. The device was not reported to have achieved any pressure. No patient injury reported.